Manufacturer narrative:
Analysis of the ins (B)(4) found that the setscrew was backed out beyond the point of being able to engage with the connector block and that the setscrew head was stripped/rounded out. A lab functional test determined there was good stable output on all electrode pairs referenced to the case electrode and good stable output on the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can and that the telemetry was acceptable. The ins passed the final functional test on the automated test console. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturing representative reported that weight of the patient remained unknown on asking. Product was returned back to facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported they could not tighten the setscrew on the lead. The rep stated they had attempted tightening the setscrew on the lead and the wrench was clicking like it was torquing, but the lead could still be pulled out of the header block. It was reviewed to attempt to back the set screw out slightly and tighten again. It was also reviewed that once the setscrew got stuck the implantable neurostimulator (ins) had to replaced. The rep disconnected the call without resolution. There were no symptoms reported. Additional information from the rep on may 10th reported they had to use a new ins. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.